Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 400 mg/dl. The wife stated her husband had a chemical taste in his mouth and was vomitting prior to being hospitalized. The wife also reported the customer was in cardiac arrest, resulting in his hospitalization. It was found the customer was treated with an insulin drip for their high blood glucose. The customer was hospitalized for three days in the intensive care unit. The wife also stated her husband was being treated for type 2 diabetes, but he was recently diagnosed with type 1 diabetes. Customer's wife also reported the needle was coming out of her husband's infusion set. The customer was advised to return her serter. Customer's blood glucose was 150 mg/dl at the time of the call. No additional information provided.